Manufacturer narrative:
Concomitant medical products: addr01, ipg, implanted: (B)(6) 2009 and 5076-52, lead, implanted: (B)(6) 2009.

Event description:
It was reported that the physician elected to replaced the right ventricular (rv) lead during the patient's device changeout procedure. The rv lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.